Manufacturer narrative:
On (B)(4) 2015, a medela clinician followed up with the customer via email and the customer confirmed having mastitis and was prescribed flucoxicillin by her physician. The clinician recommended using a hospital grade pump since the mastitis appears to be caused by oversupply and not the pump itself. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer emailed customer service that she had developed mastitis while using her pump in style backpack. In follow-up with a medela clinician, the customer stated that she was not able to extract any milk while pumping, and that she was currently being treated with flucoxicillin prescribed by her physician. The customer currently resides in (B)(6).